Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient reported via webform that the sensors worked badly. Approximately on (B)(6) 2023, he had sensor inaccuracies and was hospitalized with hypoglycemia after losing consciousness in two separate instances and treated with an unspecified form of glucose. He stated that his sensors ¿worked very badly recently. During the last month I was hospitalized twice for low blood sugar because the device measures 120-180 when I am already almost dead. I have to switch sensors more often.¿ initial attempts to contact the patient were unsuccessful. In a phone conversation with the representative on 07/14/2023 the patient indicated he was unable to remember any information about the faulty sensors. He did not remember dates, days lost, or actual faults. He remembered being hospitalized, but not when, where, how long, how he was treated (treatments he received), or who treated him? The patient did not provide any bg finger stick values, or cgm alarm or alert information. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient reported via webform that the sensors worked badly. He had sensor inaccuracies and was hospitalized with hypoglycemia after losing consciousness in two separate instances and treated with an unspecified form of glucose. He stated that his sensors ¿worked very badly recently. During the last month I was hospitalized twice for low blood sugar because the device measures 120-180 when I am already almost dead. I have to switch sensors more often.¿ initial attempts to contact the patient were unsuccessful. In a phone conversation with the representative on 07/14/2023 the patient indicated he was unable to remember any information about the faulty sensors. He did not remember dates, days lost, or actual faults. He remembered being hospitalized, but not when, where, how long, how he was treated (treatments he received), or who treated him? The patient did not provide any bg finger stick values, or cgm alarm or alert information. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.